Event description:
The facility representative contacted a baxter (B)(4) technical services to report a flo-gard infusion pump that would not deliver the solution in channel 1. The nurse noted that there were no drops in the drip chamber of the set; this condition had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem where "channel #1 was not delivered solution" was not confirmed and the device was found to be working within specification. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.